Event description:
Customer noticed that it was difficult to penetrate needle during injection, but pushed it until the needle went in the skin. When she completed the injection, the needle was not there. Customer went to the hospital and had x-ray. Needle was not found in x-ray.

Manufacturer narrative:
Eval summary: issue: needle break off in use. Customer returned (2) 1cc x 8mm x31g syringes in an open poly bag from lot # 1262525. One syringe was received with approx 36 units of a cloudy liquid inside the barrel. This syringe also exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however, nothing was observed. The remaining syringe was then tested for point geometry, lube, and cannula outer diameter and met specs. The needle dull and needle break off issues cannot be confirmed as defects. Complaint history check was performed and as of (B)(4) 2012 this is the (B)(4) complaint against lot number 126525 for needle dull issue and (B)(4) complaint for needle break off issue.